Manufacturer narrative:
Date rec¿d by MFR : 28mar2019. It was reported that the customer has opted not to have any repairs made to the device as the device is still operable. No parts were returned to philips for failure analysis, therefore, a root cause could not be established. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: (B)(6) 2019. Date of report: 23jan2019. International UDI #(B)(4). A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the unit failed to power off and gave a power failure warning. There was no patient involvement. Event date not specified; estimate used